Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following data was provided (customer's normal range: 1.6 to 2.6 mg/dl): sid (B)(6) initial result = 6.5 mg/dl, repeat after the physician questioned the result = 1.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect c4000 analyzer, list number 02p24-40, manufacturing site abbott laboratories (irving ia/cc), irving, texas in section d of this report to magnesium, list number 03p68-22, manufacturing site abbott gmbh, deu. MDR number 3002809144-2020-00989 has been submitted and all further information will be documented under that MDR number. H3 other text : all further information is under MDR number 3002809144-2020-00989.